Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin. Net. A review of the transmission revealed episodes of post-paced t wave oversensing recorded by the pulse generator. No interventions were made. The patient was stable.